Event description:
It was reported that a patient underwent a robotic partial nephrectomy on (B)(6) 2021 and a fibrin sealant preparation device was used. The user were trying to unscrew the little gray part where you take the open flexible part off and they could not get the grey luer locks loose. The users attempted to us an instrument to loosen it and it wouldn't. Case completed with a like device. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new user. Estimated ten times. How many times have they applied the laparoscopic tip? Every time they've used it. Was a sales representative present during the case when the issue was experienced? No, but they did call them when they had issue and the rep was present virtually. What is the lot number? The following lot numbers, the first is believed to be the one for the case that did not work, a4ydf0091 and this one is believed to be the one that finished the case a4ydf00031. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? Yes, the sales rep has one and it will be attached. Please clarify the number of products involved in the event and how many to be returned? Two were opened. One involved, one finished the case. A third was involved unknown, it was in the room but also still in it's packaging. Investigation summary: the returned devices, one broken device and one functional device. Observations: both tip connection legs on the adapter are broken at the gray luer lock connection area. There are tool marks on both gray lure locks, indicating the luer locks were forcefully manipulated by a hard instrument. There are tool marks on the tip manifold, indicating the tip manifold was manipulated by a hard instrument. There are no signs of tool manipulation on the functional tip, and the tip can be taken off very easily. Investigation: for the broken device, it apparently that luer locks and tip manifold were manipulated by a tool with excessive force. The luer locks were forcefully turned on the wrong directions. As a result, the luer connections stuck tightly. User tried to remove the tip by holding the tip manifold with a tool and move side to side to wiggle out the tip. The excess lateral force broke the adapter legs. Conclusion: it is determined that the device was damaged by a hard tool with excessive force. However, based on the complaint description, it is unknown why the user resorted to using a tool to unlock the tip. It is highly probable that the user initially tightened the luer locks instead of loosening them, causing the luer locks to get stuck, leading the user to use a tool to pry off the luer locks. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2628010, mfg date: may 03, 2020 ¿ may 09, 2020, exp date: may 04, 2023. Batch 2625058, mfg date: april 25, 2020 ¿ may 03, 2020., exp date: april 26, 2023. Event related to mw # 2210968-2022-01333, mw # 2210968-2022-01335. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.